Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed multiple auto mode switch episodes due to noise on the atrial lead; an insulation anomaly was suspected. The patient's condition was stable. The physician elected to take no action at this time. The patient would continue to be monitored.